Event description:
It was reported that the customer was receiving a motor error alarm on his insulin pump. At the time of reporting, the customer's blood glucose was 150mg/dl. He stated that the insulin pump had a crack near the reservoir. He was advised to revert to his backup plan. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).